Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead displaced as the catheter was being removed. Another catheter was used to implant the lead and the lead remains in use. No patient complications have been reported as a result of this event.